Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in three pieces. Visual inspection noted that the trilumen insulation was abraded through to the distal hv lumen on the 2nd segment, approximately 85-97 millimeters from the proximal severed end. Webbing damage was noted between all the conductors in this area as well. Microscopic analysis indicates the damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that this lead displayed noise, oversensing and inappropriate shock therapy. Low pace impedances were also noted. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects reported. The lead was returned for analysis.